Manufacturer narrative:
Initial implant date - unknown date, 2000. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: series a pat std 34 3 peg cat#:184766, lot#:921540, bmt smooth knee stem 18x80 cat#: 145028, lot#: 418300, bmt smooth knee stem 16x80 cat#: 145026, lot#: 485500, biomet tibial locking bar cat#: 141205, lot#: 944530, vngd ssk ps tib brg 16x79/83 cat#: 185106, lot#: 041430. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported that the patient underwent revision procedure due to implant fracture and pain.